Manufacturer narrative:
As of today, no additional information has been received. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this device had entered in to storage mode. Boston scientific technical services recommended explant. Additional information was attempted to be obtained regarding potential explant but none has been received. There were no adverse patient effects reported. The device remains in service.